Manufacturer narrative:
Insulin pump received with intermittent button response due to flattened button dome switch and partial unlocked lcd keypad connector noted during visual inspect. Unable to perform all functional testing including the displacement, operating currents, rewind, basic occlusion, occlusion, prime and excessive no delivery test due to buttons not responding. The information provided in the section of concomitant product with the initial report was incorrect. The correct information has been included with this report.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had experienced low blood glucose and insulin pump had keypad anomaly. The customer¿s blood glucose level was 42 mg/dl and 106 mg/dl. The customer reported that the buttons were hard to press and it took 2 or 3 pushes before the escape button will work. The customer declined troubleshooting for low blood glucose. The customer reported that the time clock was advancing. The customer was advised to discontinue use of the pump and revert to backup plan per health care professional instructions. The customer was advised the pump will need to be replaced. The insulin pump will be returned for analysis.